Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while trying to apply the clips, the clips failed to close properly. They will scissors or just refuse to close and fall out. A separate device had to be used to complete the case. No patient consequences. One device returning.